Manufacturer narrative:
Results: brake/steer pedal.

Event description:
It was reported by service report that both brake/steer pedals were broken off. No pt involvement or adverse consequences are reported.